Manufacturer narrative:
Since the device is not expected to be returned for evaluation, the device history record was reviewed for the suspected contour® next gen meter, serial # (B)(6) and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The contour® next gen meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. The contour® next gen meter with sku # 7923 and serial # (B)(6) was distributed outside the us, therefore, no gudid information exists and the UDI number is not applicable.

Event description:
The customer from canada reported obtaining an initial blood glucose reading of 18.5 mmol/l using the contour® next gen meter. Subsequent readings showed variability, with some readings as low as approximately 5 mmol/l. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.